Manufacturer narrative:
Patient age, gender and weight are unknown. Date of event: unknown. This report is for an unknown prodisc pdc implant/unknown lot. Unknown part number, UDI is unavailable implant date: unknown. Explant date: unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that clinical prodisc-c study patient reported neck pain, right shoulder impingement, and carpal tunnel in five digits beginning on (B)(6) 2015. This report is for an unknown prodisc pdc implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse events. There is no information regarding the severity of the symptoms for these events, or whether or not there was any treatment for the events. There is no information to suggest a clear association between the reported events and the device. In the absence of further information, this is not considered a reportable event. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse events. There is no information regarding the severity of the symptoms for these events, or whether or not there was any treatment for the events. There is no information to suggest a clear association between the reported events and the device. In the absence of further information, this is not considered a reportable event. If additional information becomes available, this determination should be re-reviewed by a clinician.